Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. The device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during the pre-test process it was observed that the foot pedal device would not respond when used together with the standard console device. It was reported that there was no delay due to the event as an identical spare foot pedal device and spare console device was available for use. There was no patient involvement reported. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon receipt of the device, the lot number was provided. Therefore, date of manufacture was available. It has been updated to reflect the date the device was manufactured. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was tested and it was found that the device passes pre-test evaluation. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the component was damaged. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.